Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well images in question.

Event description:
On (B)(6) 2016, an unexpectedly negative antibody screen was documented, when tested on a galileo echo instrument, when tested on (B)(6) 2016.